Event description:
Customer reported grainy images during a case, causing a delay in the procedure while another c-arm was brought in. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated. The circuit boards and connectors. System operates as intended.